Event description:
A malfunction was reported after the device was dropped, displaying malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to contact support again if the issue reappeared.